Event description:
A malfunction was reported with code malf 12-0x2071. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if the issue recurs.